Manufacturer narrative:
Additional information was added: the lot was manufactured from september 10, 2018 - september 11, 2018. Two (2) actual samples and one (1) companion sample were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed in all samples and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the two (2) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The bag was filled with basic hydration fluids with sodium bicarbonate. This issue was noted during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.